Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form alleges elevated metal ions and infection. After review of medical records patient was revised to address infected right total hip replacement. Revision notes reported a septic with infected right hip and positive blood cultures. There was more purulent material. The remainder of the hip did show a lot of hematoma. 4 units of blood given for the intraop blood loss as well as the preop anemia. Surgical pathology reported of acute inflammation, doi: (B)(6) 2008; dor: (B)(6) 2019 (right hip). 2nd stage revision was performed on (B)(6) 2019 for the removal of cement spacer, conversion to total hip replacement.